Event description:
Customer reported a high blood glucose level with the specific value unknown, but described as "high." Cause was not known. Customer took corrective action by administering a correction injection via multiple daily injections and was instructed by technical support to inspect and replace the necessary supplies, ensuring insulin was stored and used properly, while receiving guidance on resuming insulin therapy.